Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes one malfunction event in which the device overheated. There was no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). One device was not received; however, a photograph was examined. The device was found to be out of specifications. One device was observed to have damaged gears. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device overheated. There was no patient involvement; no patient impact.